Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a damage o-ring. During initial testing, flow was good. After minutes of testing and bending of fdl, flow dropped. One o-ring was exchanged. Visual and functional check fluid delivery line. Electrical safety check. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no flow. Per wo review on 22feb2023, it was noted that there was no patient involvement.

Event description:
It was reported that the arctic sun device had no flow. Per wo review on (B)(6) 2023, it was noted that there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.